Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 3.0x17mm, 85% stenosed, eccentric and de novo lesion being treated was located in the mildly tortuous and mildly calcified middle left anterior descending (lad). Predilation was not performed and the 3.00 x 20mm taxus liberte stent delivery system was advanced to the lesion but could not cross. The procedure was completed with a 3.0x16mm taxus liberte stent. There were no patient complications and the patient condition was listed as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The proximal stent struts on rows 1 to 3 were raised. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).